Event description:
Hcp reported pt presented with signs of an infection. These include fever, redness, swelling, drainage, and pain. Hcp reported the pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant in 2003. Hcp reported pt's infection is now resolved.